Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected and the following was observed. Original returned state: one (1) strut bent outwards at outflow. Expand state: struts exposed through skirt. One (1) bent strut remains bent at outflow. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''patient presented high tortuous anatomy and, initially 2 extra-support innowi wires were placed in the left ventricle. During procedure, despite several septal wall dilatation with a 14f and 16f bav, some difficulties were found to cross the septal wall and advance the delivery system towards the mitral bioprosthesis. The guidewire was lost from ventricle. The delivery system with the crimped valve was retrieved through the esheath, which damaged the system''. As reported, the patient's access characteristics had presence of tortuosity. Tortuosity can create a challenging pathway during delivery system advancement through anatomy, leading to resistance. Per returned device evaluation, bent valve strut was noted on the outflow side of the valve, which is more consistent with damage being sustained while crossing the interatrial septum wherein the exposed outflow side could be physically interacting/interfacing with the patient's anatomy. While the thv was reported to be damaged after ds/thv withdrawal through sheath, damage related to system withdrawal would be likely to manifest at the inflow side; therefore, it is likely that the frame strut sustained damage during septal crossing but was noticed upon system retrieval. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation (septal wall crossing) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in belgium. As reported, this was a valve in valve case of a 29mm sapien 3 transcatheter heart valve implanted in a 31mm edwards surgical valve in the mitral position by transfemoral approach. The patient presented high tortuous anatomy and initially 2 extra-support wires were placed in the left ventricle. Despite several septal wall dilatations with a 14f and 16f bav, some difficulties were found to cross the septal wall and advance the delivery system towards the mitral bioprosthesis. The guidewire was lost from ventricle. The delivery system with the crimped valve was retrieved through the esheath, which damaged the system. A second delivery system and 29mm sapien 3 valve were prepared. This second 29mm sapien 3 valve was successfully implanted using an ingenious balloon assisted tracking of the commander system. The patient did not experience any injury during the event. The patient outcome was good post-procedure. As per the pre-decontamination evaluation, it was found that the returned 29mm sapien 3 valve had one outflow strut bent outwards.